Event description:
While reviewing the patient's vns generator programming history, high lead impedance was noted on a diagnostic history on (B)(6) 2012. The previous diagnostics performed on (B)(6) 2011 were within normal limits and showed output status = ok, lead impedance = ok, 2424 ohms, intensified follow-up indicator = yes. On (B)(6) 2012 diagnostics showed output status = low, lead impedance = high, >=10,000 ohms, neos (near end of service) = yes according to the physician the patient's vns generator was turned off on (B)(6) 2012 following the noted high impedance. X-rays were taken but was not received to the manufacturer for review to date. A review by the physician of the x-rays was received which noted a lead fracture. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high lead impedance.

Event description:
Additional information was received stating that the vns patient will undergo surgery to explant his device. The patient¿s device will not be replaced. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.